Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: red particles on the surface shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsule contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported and confirmed, baker grade iii.